Manufacturer narrative:
Correction: this report was initially submitted with an incorrect fei# (FDA establishment identifier). The correct fei# is (B)(4).

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump did not have drops falling in the drip chamber during infusion therapy set at 1.5ml/hr (medication and volume to be infused not provided). There was no known patient injury or medical intervention associated with this event. No additional information is available.